Event description:
It was reported that this pacemaker reverted to safety mode. The patient reported feeling palpitations. The device had to be interrogated with a wand. Boston scientific technical services (ts) recommended urgent replacement. This device remains in service. No additional adverse patient effects were reported.